Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 3/10/2021 in an e-mail captured in this complaint, there is a reference that the device malfunctioned, therefore, coloplast has filed a report for this complaint. 13 year old device performed as expected. Reported to be at the end of expected use. Device removed/replaced. The ipp was removed and a malleable implanted. The doctor pierced the bladder with an instrument. The ipp device was not related to the surgical mishap. Initially reported this was physician error, not a device issue. The malleable was used because the doctor did not feel comfortable placing a reservoir on the other side and moving forward with a 3 piece. The physician consulted another physician on his decision.